Event description:
It was reported via repair work order that the head motor stopped working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the head motor stopped working. Follow-up submitted as further investigation determined that the fowler motor was not operating electronically; however, it is not likely to harm the patient as the fowler was able to lower to the lowest position which is desired for CPR administration, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the head motor stopped working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.